Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief following a software change. A saluda representative attempted to contact the patient for reprogramming. It was confirmed that the patient requested explant of their evoke scs system due to the burden of driving for a long duration for programming visits.

Manufacturer narrative:
The device was discarded and is not available to saluda for analysis. The cause of the inadequate pain relief following software change cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation or over time and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Manufacturer narrative:
Additional information: section b5 - event description. Section g3 date received by manufacturer. Section h6 ¿ type of investigation, investigation findings and investigation conclusions. The device was discarded and is not available to saluda for analysis. The device logs and programs were reviewed. The day of the firmware upgrade event was confirmed to be (B)(6) 2023, where the patient¿s closed loop stimulator firmware was changed from therapy 5.0.6.0, telemetry 3.0.1.0 (talbingo) to therapy 6.0.12.0, telemetry 4.0.19.0 (clarity). Device logs indicate that the patient¿s therapy program settings were changed multiple times, including on (B)(6) 2023 when the firmware upgrade event was completed. Per the event report, programming was most likely being performed to troubleshoot the patient¿s declining therapy utilization. The reported event was caused by these programming changes to the patient¿s device. The firmware upgrade did not cause or contribute to the patient¿s change in stimulation.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. Shortly after the patient received their evoke scs system, saluda representatives confirmed this patient¿s therapy utilization was lower than expected and declining. A firmware upgrade was performed for this patient¿s system 12 months post-implant. The patient was receiving closed-loop therapy before and after the firmware upgrade event. Multiple attempts were made to contact the patient for reprogramming. The patient requested explant of their evoke scs system due to the burden of driving for a long duration for programming visits.